Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident.

Event description:
Epilong soft kit for continuous epidural anesthesia. On removal the hub came off the cannula.